Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent revision spine fusion surgery on (B)(6) 2010 at the cervical region of her spine from vertebrae c4 to c5 using rhbmp-2 and collagen sponge due to severe pain and worsening symptoms. Post-op complications: worsening and chronic neck pain with radiculopathy into her upper extremities, jaw pain when opening her mouth wide, decreased range of motion in her neck, and inability to look up or lift anything above her head.